Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage) issue. It was reported that the battery compartment was cracked and that the alarm history indicates that the battery life is less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jan-2018 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of short battery life but showed a call service 128 (replace battery) alarm due to an unconfirmed call service 144 (replace cartridge) alarm lasting for three hours. During investigation, the battery compartment was found to be cracked from the threads down to the case seal on the side. The returned battery cap was found to be undamaged and able to properly secure to the pump. During testing, the pump successfully completed the rewind, load, and prime steps without any power interruptions or issues. The pump successfully completed the 24 hour duration test without any power or reset issues. The pump¿s electrical draws were tested and found to be within required specifications. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of a short battery life issue was unable to be duplicated. The original complaint of a cracked battery compartment was confirmed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. H6: additional evaluation code: method codes334523